Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection of the sample found that the stress-member flange was damaged. The damage was found to be due to excessive force.

Event description:
A customer notified baxter corporate product surveillance (cps) of one ce intermate lv167 in which the top fill portion that is connected to the bladder was found to be dislodged. This was observed before use while still in the packaging. When bag was opened, the tip was seen loose in the package. The reported problem occurred before use; no patient involvement.